Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary three cubies were not detected on the communication bus and could not be recovered even after a reboot. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 2.1-2.2 failed constantly. The field service engineer found that some pockets were failing randomly close. The fse inspected the rear cover and found no issues with all light indicators. The fse reseated all cables and connectors for the half height smart drawer. The fse logged into diagnostics and manually released all pockets and also discovered debris and some foreign objects under the pockets. The fse cleaned all debris and reinserted all pockets to resolve the issue. The system functioned as intended after the field service engineer repaired the device.